Event description:
It was reported that this electrode exhibited shock impedance measurements of greater than 400 ohms noted occurring during a standard electrode impedance test. This electrode was implanted approximately a month ago. Technical services (ts) recommended obtaining an x ray and under insertion was suspected. Additional information is being requested from the field. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received that there was thought to be insertion issues between this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD). Shock impedance measurements of greater than 400 ohms were observed. An attempt was made to obtain x rays however, was unsuccessful due to this patients large size. A revision procedure was performed in which the physician anchored the distal end of the electrode to the superior sternum. It was noted the pocket was not entered. The physician decided to explant this electrode and s-ICD and replace with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.